Manufacturer narrative:
The nightguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned nightguard. The edges of the nightguard were smooth with no sign of adjustment. No major cracks were found. The nightguard's layers were intact and not separated. The nightguard turned yellow due to normal usage. The nightguard was returned in a very clean condition with case. Both of the nightguard's connectors were intact and light cure was present fine. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight and date of event were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the xtra silent nite night guard. The patient's tissue was inflamed on the inside of her lower lip and on the gingival facial tissue of the lower anterior teeth. The patient reported the symptom to the office a month after the night guard was delivered; however, it was unknown when she first developed the symptom. It was not known how long the symptom lasted after the patient stopped using the night guard. The patient did not require any treatment for the reaction. The patient has no known pre-existing condition or known allergy. The doctor did not make any adjustment to the night guard prior delivering it to the patient. The night guard was also rinsed with water before delivering to the patient. It was not known how the patient cleaned the night guard.